Event description:
It was reported that the procedure was performed on (B)(6) 2024, to treat a lesion in the right coronary artery (rca) with mild tortuosity and mild calcification. The 3.5x23mm xience sierra stent was implanted at the target lesion without issue. On (B)(6) 2024, approximately 36 hours after the procedure, the patient experience chest pain. The physician performed angiography of the rca and the rca was noted to be completely blocked due to acute stent thrombosis. The physician used coronary accessories to treat the thrombosis; however, the patient went into cardiac arrest and CPR was performed. The patient was then intubated and placed on a ventilator support; however, expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist: the images provided do confirm the reported in-stent restenosis (isr) as well as successful revascularization with a guide wire and a final image of what appears to be a patent right coronary artery (rca). While the reported isr is unexpected, the instruction for use (IFU) do provide multiple references to potential adverse events. In addition there are other warnings and / or contraindications that are associated with the device that may be applicable, but due to the limited patient information provided, at this time it cannot be determined if these warnings and / or contraindications are applicable. The report does not detail any patient or procedural data that would exclude potential allergic reactions (as noted above) or if any antiplatelet therapy was used during, and post procedure. This additional information, if provided, would help to exclude potential root causes. At this time there is no apparent root cause for the reported isr. If additional imaging, applicable procedural data including interventional devices use for treatment and / or patient anatomical details are provided in the future these conclusions may be modified. A conclusive cause for the reported death, cardiac arrest, thrombosis/ thrombus, respiratory failure and angina, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of death, cardiac failure (cardiac arrest), thrombosis, cardio-respiratory arrest (respiratory failure) and angina are listed in the xience sierra everolimus eluting coronary stent systems IFU as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.